Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The blood glucose reading was 337 mg/dl. The customer stated that she thought the device was waterproof and had gotten it wet from pool water. She treated with a manual injection of 5.7 units of insulin. She also mentioned that the last time she had had to take insulin manually, she had to go to the hospital because she was not awake and did not realize what she was doing. She reported that she was okay to manage her blood glucose and contact her doctor. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement tests. All operating currents were within specification and no unexpected low battery, off no power or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked display window at the bottom right corner, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.